Event description:
Reporter indicated a system diagnostic test at the office visit resulted in high lead impedance reading indicating a possible lead discontinuity. X-rays reviewed by cyberonics revealed no lead discontinuities. The pt underwent surgery to replace lead.

Manufacturer narrative:
H6: pa and lateral of chest and neck x-rays were reviewed. Results - no lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.